Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a (B)(6), (B)(4), pump alarmed the last two times the volume got down to a volume of 61.4 ml. It was reported the alarm was able to be stopped and rest both times. No additional information is available at this time.